Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported "loss at the tip" involving a bronchofibervideoscope. The issue was found during reprocessing. There was no patient involvement on this reported event.